Event description:
Boston scientific received information that this patient's device displayed a fault code of 1005, meaning open circuit condition detected during shock delivery. The device is currently programmed ddd rv only, and per the arrhythmia logbook (al) there are 3 events that are listed as ventricular fibrillation (vf) with no therapy episodes in the al, but upon review of the electrogram (egm) there are delivered shocks that did convert the rhythm. The patient is in the intensive care unit due to a near fatal rhythm and the physician asked that the device be interrogated. The device was interrogated but there was no evidence of a shock delivered with any out-of-range (oor) impedances. There were several episodes listed in the al as being no therapy, but in fact therapy had been delivered. Boston scientific technical services (ts) was consulted and suggested that the code of 1005 indicates that the shocking lead impedances (sli) had to be greater than 145 ohms. Ts went on to say that this is likely a lead issue, such as fracture, or potentially a connection issue, as it shows some discontinuity in the shock lead system. Ts stated that since shocks were delivered successfully but the al later states no therapy delivered, the lead could have been in tact enough to allow energy to travel down the lead with normal sli, so the issue is likely not resolved. Ts stated they recommend replacement of both device and lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.